Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had self-taped their driveline and managed to cut away some of the protective coating surrounding the line. The wires were still intact. Rescue tape was applied. No alarms noted in log file history. The log files indicated that the patient did not connect to the power module/mobile power unit which suggests that the patient was sleeping on battery power. The patient should always connect to the power module/mobile power unit while sleeping to reduce the risk not hearing an alarm and the pump stopping. There were no other unusual events recorded in the log file event history and the customer was to continue to monitor the patient for any changes.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the outer jacket of the patient¿s driveline was confirmed through the evaluation of the submitted photographs. A specific cause for the observed damage could not be conclusively determined. Two images were submitted by the account that captured an external portion of the patient¿s driveline which showed multiple areas of damage to the silicone jacket. It was also noted that the driveline bend relief appeared to have separated from the metal controller connector. No wires were visible, and the damage appeared to be cosmetic only. The system controller log file contained data from 09jul2022 through 21aug2022. No notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23feb2017. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline and instructs to not twist, kink, or sharply bend the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.